Event description:
Procedure; ileo takedown. According to the reporter: no issues intra operatively. The pt experienced a bowel obstruction post operative. The pt was reoperated in '2008, and it was found that the stapler stapled, but did not cut.